Event description:
It was reported that a user attempted to pair a dexcom g7 sensor to the ilet after entering the pairing code, but pairing did not occur; toggling the ilet cgm setting from g7 to g6 and back, reentering the code, and restarting the ilet did not resolve the issue, and an alert then indicated ¿replace sensor now,¿ after which a new sensor was inserted. Symptoms included impending dosing interruption and sensor failure notifications. Outcomes included a temporary dosing stop soon and replacement of the cgm sensor. Investigation included guided troubleshooting and education on device settings, code reentry, and device restart. Investigation of this case revealed a g7 sensor failure resulting in pairing failure with the ilet, with no additional device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a failed cgm sensor leading to unsuccessful pairing.